Event description:
It was reported a patient of normal size had an angio-seal deployed after a diagnostic angiogram. The deployment was unveventful and the patient was discharged home. After the angio-seal deployment, the patient was described as being inactive. Three days later, after some sudden physical activity the patient reportedly "felt the seal go" and a lump formed in the groin. The patient went to the hospital where an ultrasound revealed a hematoma at the site of the angio-seal.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the late bleeding and hematoma could not be conclusively determined. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures: however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.